Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 02/15/2016, belt: 07/28/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was alone at the time of passing. It was reported that the patient's passing was cardiac related and that the device was alarming. Clinical review of the continuous ECG data indicates the patient received three treatment shocks. The first shock occurred while the patient was in an idioventricular rhythm at 80 bpm, a second shock occurred about 45 seconds later while the patient was in an idioventricular rhythm at 90 bpm, and a third shock occurred almost 7 minutes later, while the patient was in vt at 180 bpm, which converted the vt to a slower idioventricular rhythm at 25 bpm. Description of the events is outlined below: on (B)(6) 2019: 22:12:13 - the device detected an arrhythmia while the patient was in vt at 100 bpm which is below the patient's physician prescribed treatment threshold of 150 bpm. Multiple counting contributed to the false detection. 22:13:13 - the patient received the first treatment while the patient was in an idioventricular rhythm at 80 bpm. The patient's post shock rhythm was an idioventricular rhythm at 90 bpm. 22:13:58 - the patient received a second treatment while the patient was in an idioventricular rhythm at 90 bpm. The patient's post shock rhythm was an idioventricular rhythm at 80 bpm. 22:20:49 - the patient received a third treatment while the patient was in vt at 180 bpm. The patient's post shock rhythm was an idioventricular rhythm at 25 bpm. 22:21:18 - the device detects a non-treatable rhythm. 22:21:23 - the device detects bradycardia. 22:24:36 to 22:31:28 - the device detects asystole eight times while the patient is in an idioventricular rhythm from 10 bpm to 20 bpm degrading to asystole with intermittent cardiac activity. 22:31:36 - the device was shutdown. 23:23:35 - the device was restarted. 23:25:42 to 23:28:31 - the device detected six arrhythmias while the patient was in asystole. Oversensing of a low amplitude cardiac signal contributed to the false detections. 23:30:05 on (B)(6) 2019 to 12:09:26 am on (B)(6) 2019 - the device detected 11 arrhythmias with response button use while the patient was in asystole. It is unclear who was pressing the response buttons. On (B)(6) 2019: 12:10:01 am - the device detected a non-treatable rhythm. 12:56:19 am - the electrode belt was disconnected while the patient was in asystole. The response buttons were not pressed during the treatment event. The patient passed away on (B)(6) 2019 at approximately 11-12 at night.